Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the bolus button was hard to press and there was a delay with delivering a bolus. Customer's blood glucose was 116 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer declined to return the product for analysis.